Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger/modem would not recognize a battery. The cause for the failure was isolated to an internally open y1 crystal oscillator on the bedside pca. The root cause for the open y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported charger faults.